Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown alps mvx 2.7 cortical screw; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was inserting the implant the head fractured. The remaining part of the implant remained in the patient. There are no plans at this time for a revision surgery to remove the foreign body retained by the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.